Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds measurements and impedances had increased. The lead was surgically abandoned during a routine upgrade procedure. Besides the additional intervention, no additional adverse patient effects were reported.